Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump made louder grinding noise during rewind and it was stopped and made customer start rewind process over again. The customer¿s blood glucose level was unknown. Customer also stated that insulin pump had unexplained no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm and no rewind anomaly noted during test.